Event description:
Patient reported right side "started pain in the right breast," ¿homolateral axillary adenopathy (due to probable free silicone),¿ "signs of rupture," and "scattered calcifications." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and lymphadenopathy.